Event description:
Pt has known allergy to latex and purchased box labeled rite aid latex-free bandages. Pt placed bandaids on upper arm sat evening, woke early sun morning with difficulty breathing and small blisters that spread to 5" x 5" area of upper arm. Pt was treated at local ER for allergic reaction with prednisolone, acetonide cream, and sleep aid. Reported problem to rite aid and found on shelves that the boxes labeled "latex-free" band-aids actually contained regular sterile band-aids not "latex-free" band-aids. Pt found add'l boxes on shelves at the rite aid and at another rite aid. Spoke with qa of MFR and they have on hand some printed labels that state "latex free". MFR only makes latex free product therefore boxes may contain product with or without the latex free statement. Rite-aid store manager, reports product box of bandages was marked damaged and returned to warehouse.